Manufacturer narrative:
Patient age, weight and ethnicity: information unknown/ not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available date of event: date unknown/ not provided. If implanted, give date: not applicable, there is no indication that the lens was implanted. If explanted, give date: not applicable, there is no indication that the lens was implanted. Initial reporter telephone number: (B)(6). The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Correspondence was received indicating that the plunger was stiff and overrode the iol(intraocular lens), that there was one click, and that sutures were required. There was no delay in procedure reported. No medical intervention, no incision enlargement and no vitrectomy reported. The outcome did not significantly interfere with patient's activities of daily life. The patient fully recovered. No further information was provided.